Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. D4 - lot number updated.

Event description:
It was reported that shaft break occurred. A 32 x 3.00 promus premier drug-eluting stent was selected for use. However, during introduction of the stent to the guidewire, the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. The promus premier ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 68.8cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 32 x 3.00 promus premier drug-eluting stent was selected for use. However, during introduction of the stent to the guidewire, the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 32 x 3.00 promus premier drug-eluting stent was selected for use. However, during introduction of the stent to the guidewire, the shaft broke. The procedure was completed with a different device. No patient complications were reported.